Event description:
A customer reported to baxter (B)(4) that during treatment, there was a leak found in the warming bag. There was patient involvement. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The actual sample was received and evaluated by baxter and (B)(4). The complaint was confirmed that there was a leak in the warming bag. The supplier's investigation report indicates that the hole was due to a break in the flat tubing. The root cause could not be determined due to the low number of defective pieces. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.